Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with a bolus delivery. Customer's blood glucose at the time of call was 133 mg/dl. Customer reported of receiving excessive no delivery alarms. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined to check basal rates and bolus wizard settings. Customer declined to check for leaks or air bubbles as she did not see any. Alarm history only showed no delivery alarms. Customer declined high pressure test. Customer changed infusion set and would just like to monitor insulin pump and would call back should issue persist.